Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered inability to urinate, painful sexual intercourse, urinary incontinence, painful urination, vaginal odor, frequent bladder infections, scar tissue removal, mesh revision/removal surgery, catheterizations, and medications. No further information has been provided.